Event description:
It was reported that the patient was in an auto accident on 2012 (B)(6). It was noted that the patient then had a problem with spinal cord stimulation (scs) ¿not firing¿ on the right side of his body and ¿wasn¿t firing correctly.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37714, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37083-20, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3487a-33, lot# j0406266v, implanted: 2004 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3487a-33, lot# j0405906v, implanted: 2004 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37083-20, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).